Manufacturer narrative:
D10 7604350 - 208-01-03 - cc femoral sz 3. 0509762- 208-07-03 - cc posterior fem augment sz 3, 5mm. 0601024 - 208-07-03 - cc posterior fem augment sz 3, 5mm. 0586729 - 204-04-33 - trapezoid tibial tray sz 3f/3t. 0615488 - 208-09-05 - cc stem ext adaptor 5 degree. N/a 204-32-01 or 204-32-08 or 204-34-12 - fluted stem extension 11l x 12 mm or 80l x12 mm or 120l x 14 mm. N/a 200-02-32 or 200-02-35 - three peg patella 32mm or 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 56 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided and potential contributions of manufacturing, and user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.